Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam) episode. The minute ventilation (mv) was disabled. The sam episode also showed high out of range pacing impedance measurements on the right atrial (ra) lead. Atrial intrinsic amplitude was noted to be out of range. Further evaluation was recommended by technical services (ts). No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam) episode. The minute ventilation (mv) was disabled. The sam episode also showed high out of range pacing impedance measurements on the right atrial (ra) lead. Atrial intrinsic amplitude was noted to be out of range. Further evaluation was recommended by technical services (ts). No adverse patient effects were reported. This device remains in service.